Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a ,b,c,d,g grids omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Event description:
It was reported that the device displayed alarm - error codes / messages 354.6770. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed alarm: error codes / messages 354.6770. There was no patient involvement.